Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been related to wrongly fitted inspiratory pipe. The issue has been solved after correctly reseating inspiratory pipe. The device passed all performance tests and could be returned to clinical use. The complaint was decided to be reported based on available information (no logs or no information about faulty part), as the initial description - pressure transducer test failure - in some cases might have underlying causes which represent a reportable event. In the further process of complaint handling the issue was solved by adjusting inspiratory pipe. This failure will be detected during pre-use check and will not affect ventilation. As the unit has been produced in 2007 and no issues has been reported until this complaint, the root cause is not manufacturing related. According to the technician statement, the user did not cleaned this part. The circumstances why inspiratory pipe has not been seated correctly remains unknown. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).